Event description:
The customer received questionable results for creatinine plus (creae) on one patient sample on (B)(6) 2013 and two patient samples on (B)(6) 2013. The original results had been reported outside of the laboratory and were questioned by physicians. The customer pulled the samples and repeated them on a (B)(4) analyzer on (B)(6) 2013. The customer was unable to indicate what instrument the original results were generated on. The customer deemed the repeat results to be the correct results. The customer did not believe there were any adverse effects from the erroneous results. Patient 1 had an initial creae result of 1.9 mg/dl on (B)(6) 2013. The repeat result was 0.6 mg/dl. Patient 2 had an initial creae result of 1.4 mg/dl on (B)(6) 2013. The repeat result was approximately 0.7mg/dl or 0.8 mg/dl. The customer was unable to provide additional clarification on the result. Patient 3 had an initial creae result of 1.9 mg/dl on (B)(6) 2013. The repeat result was 0.9 mg/dl. The lot of creae reagent in use was 68245701, with an expiration date of 01/31/2014. The field service representative (fsr) found old reagent probes and an issue with the gear pump head. He also determined there was an issue with the r2 syringe mechanism. He replaced the reagent and sample probes, replaced the gear pump head. He also adjusted all of the probes. The fsr also replaced the r2 syringe mechanism and heat cut filter and adjusted the rinse bath levels. Precision testing, calibration and qc passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Results code-device subassembly- r2 syringe mechanism. For the medwatch on erroneous creae results on (B)(4) serial number (B)(4), please refer to medwatch with patient identifier (B)(6). For the medwatch on erroneous creae results on (B)(4) serial number (B)(4), please refer to medwatch with patient identifier (B)(6).